Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use with a pt. The pt was no reported to have been harmed or injured as a result of the event. The user facility's biomed verified the vent inop condition and replaced the psol. The unit passed extended self testing.